Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The airlock was changed and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. Tearing, resulting in a hole, was noted in the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown.